Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. (B)(4). Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for leakage, glucose level & difficult/unable to operate on lot # 8319888. A review of risk management document (B)(4), revision 9, indicates that the potential risk of this specific reported incident (safety pen needle auto shield duo pen needle: leakage, glucose level & difficult/unable to operate) was captured and addressed appropriately. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd autoshield¿ duo safety pen needle did not deliver full dose of insulin. Insulin also leaked during use. As a result the patient's blood sugar levels were off. The following information was provided by the initial reporter: material no: 329505, batch no: 8319888. It was reported that insulin was seen on the inner part of the needle casing indicating patient did not receive full dose. Event description per email states: patient scheduled to receive 11 units of humalog mix 25. After injection, lpn saw fluid on the inner part of the needle casing indicating that the patient did not receive the entire dose of medication. Patient's blood sugar was 8.0 in the morning; lpn administered 1 unit of humalog. Blood sugar was 16.8 at lunch; lpn administered 5 units of humalog. Nurse manager investigated incident and reported: staff stated needle does not always completely deploy. Sometimes insulin collects at the inner part of the casing; other times insulin runs out after insulin was given.